Event description:
It was reported that a power on reset (por) was displayed. The cause of the por was determined to be electrocautery. The patient had an urological operation with electrocautery. During the operation, the implantable neurostimulator (ins) was turned off and the ins battery was almost empty. The ins was turned on two days after the operation, but since then no communication between the patient programmer and ins was possible. The manufacturing representative was going to try reprogramming with the clinician programmer. Reprogramming was possible with the clinician programmer. No further troubleshooting was done or needed. The patient was doing well and their therapy was effective.

Manufacturer narrative:
(B)(4).